Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Infection was reported. The implantable pulse generator was explanted. It was further reported that the right ventricular lead had perforated the myocardium. A cardiac window procedure was performed, indicating a pericardial effusion. No further patient complications have been reported as a result of this event.